Event description:
Kimberly-clark received a report stating, "brush had come off of the catheter during a procedure. The brush was not left in the patient." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. We are unable to evaluate the device as it was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.